Event description:
It was reported to boston scientific corp during a therapeutic hydrothermal ablation (hta) procedure using the hydrothermablator procedure set, the pt complained of an extremely abnormal amount of cramping about one minute into the heating phase. The pt was treated with toradol and nsaids. A cervical block was administered prior to the procedure. Pt is reported to be "fine". The case was aborted and rescheduled to the or to be performed under general anesthesia the following week.

Manufacturer narrative:
DHR review did not provide any evidence of a mfg related cause for the reported incident. The complainant indicated that the device will not be returned for eval; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event, however, the directions for use lists uterine cramping as a known potential outcome from hta procedure.